Event description:
According to the distributor's report, the device was used to close a facial laceration. During application, the adhesive contacted the pt's eye and glued it shut. The physician applied ophthalmic ointment, and the pt was followed by an opthalmologist. No further info is reported.